Event description:
Serrated biopsy forceps tore off a large portion of the esophageal mucosa. Routine biopsy of the esophagus was attempted. A large piece of mucosa with a deep defect resulted. Appeared highly suspicious for perforation.